Event description:
It was reported to aesculap ag that a ceramic electrode tip (part # gk384r) was to be used during a procedure. According to the complainant, prior to surgery, the device was found to be broken. There was no patient harm. The malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2021-00731) gk384r - broken during use.

Manufacturer narrative:
Investigation: during a visual inspection of electrode "b" we noticed that a part of the ceramic insulation of the electrode is damaged/missing (chipped off). Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. The review of risk assessment revealed that the overall risk level ((4)5 severity x (2)5 probability of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale: the most probable root cause for ceramic-insulation defects on monopolar electrodes are dropping on hard surfaces, bending - stress of the metal within the electrode, and electrical overstress in conjunction with moisture. According to the case description, the electrode came defective from reprocessing. The instructions for use (IFU) points to checking the insulation of each electrode before use. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based on the investigation results a CAPA is not required.